Manufacturer narrative:
((B)(6) 2011) the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient alleged that the issue began in the evening on (B)(6) 2011. The patient does not recall the alleged inaccurate high result he had obtained with the subject meter. The patient's testing frequency is unclear; however, the patient confirmed he manages his blood glucose with humulin insulin (dosage not specified). In response to the alleged issue, the patient corrected and clarified he had administered his insulin (dosage not known) based on the result he obtained with the subject meter; time not known. Approximately two hours after the alleged issue occurred, the patient reportedly developed symptoms of low blood glucose (specifying he was sweating). The patient's blood glucose result prior to the onset/ during his symptom is not known. At the onset of his symptom, the patient corrected and clarified he administered self-treatment by consuming honey. It is unclear how soon after treatment the patient's symptom improved. At the time of troubleshooting, the customer service representative verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.